Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The sample initially resulted as 21000 miu/ml and this value was reported outside of the laboratory. The result was questioned by the physician, so the sample was repeated. The repeat result was 56000 miu/ml and this value was believed to be correct. The patient was not adversely affected. The hcgb reagent lot number was 18543003, with an expiration date of 08/31/2016. The field service representative could not determine a cause. He checked the operation of the instrument. He ran performance testing. The customer ran calibration and quality controls. All tests passed.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was asked for, but not provided. Based upon the information provided, a general reagent issue was not likely.